Event description:
(B)(4) MDR- after an implantation period of about 35 months, insufficient sensing values were reported. No adverse patient side effects have been reported. The device was explanted.

Manufacturer narrative:
(B)(4) MDR.

Manufacturer narrative:
The analysis of the lead revealed the presence of several damages which were most likely triggered during the explantation procedure. None of these damages may have led to the clinical observation. The analysis did neither for the lead nor the ICD reveal any sign of a material or manufacturing problem.